Event description:
It was reported that the atrial lead was fractured. The lead had high impedance and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the distal conductor fractured due to 1st rib/clavicle crush. It was noted that the distal conductor was distorted, the proximal conductor was distorted and the outer insulation was breach cut due to 1st rib/clavicle crush. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2010, (B)(4) implantable tachy lead (B)(6) 2010. (B)(4).